Manufacturer narrative:
One un-sealed sample of part number 8562010, from lot number 0211980689 was received. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The device was set to the 2ma position when received and was functionally tested per the IFU in the as received condition; the device would light which indicates it was delivering stimulating current and is not consistent with the reported event. The device was then functionally tested in the other two positions with no issues or intermittent behavior while manipulating the switch and tip within the positions. The device was electrically tested per the xpi with no out of specification condition identified: ¿ ¿ position 0.5ma requirement is 0.5ma +/- 0.1ma (0.4ma - 0.6ma), and measures 0.50ma. ¿ ¿ position 1.0ma requirement is 1.0ma +/- 0.2ma (0.8ma - 1.2ma), and measures 1.02ma. ¿ ¿ position 2.0ma requirement is 2.0ma +/- 0.4ma (1.6ma - 2.4ma), and measures 2.05ma. There was no evidence of improper manufacturing and no fault was found as it relates to the complaint therefore manufacturing has been ruled out as a likely cause. The IFU warns ¿due to variations in tissue impedance and, hence, current delivered, activation of the led may not be always be achieved despite delivering current during surgery. Confirm functionality by touching the probe tip and needle electrode.¿

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operative the rear light on the device was sometimes on and sometimes off. The product could not be used for the procedure. A back up device was used for the procedure. There was no patient impact.